Manufacturer narrative:
One device sample was returned. The sample was received in decontaminated condition without its original packaging was reviewed. Visual inspection, the sample was found to be missing the blue clip, no other defects or discrepancies were found that would prevent the sample from functioning properly based on evidence and investigation, the complaint allegation was unable to be determined. No actions are required since the complaint was not confirmed. DHR review showed no non-conformities with this lot number.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported that 30 minutes after infusion, the device did not infuse the entire contents of antibiotic bag. It was also reported that the customer had to continually run more antibiotic (pump read over 80mls more) and still some remained. No patient injury reported.